Event description:
Procedure performed: hysterectomy. Event description: we received more reports today of eb210¿s not working with the competitor device reusable 5mm trocars-- getting stuck, insulation peeling, bending due to sticking, etc. Additional information was received via email on (B)(6) 2022 from clinical business manager: during a hysterectomy when removing the device from the trocar the tip bent. This made it difficult to remove and required another device. When removing the device from the trocar the tip bent. This made it difficult to remove and required another device. Type of intervention: the case was completed with a new device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: we received more reports today of eb210's not working with the [competitor device] reusable 5mm trocars, getting stuck, insulation peeling, bending due to sticking, etc. Additional information was received via email on 13jun2022 from clinical business manager: during a hysterectomy when removing the device from the trocar the tip bent. This made it difficult to remove and required another device. When removing the device from the trocar the tip bent. This made it difficult to remove and required another device. There was no patient injury. Type of intervention: the case was completed with a new device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of shaft insulation damage. The jaws of the unit were not bent and met current specifications. Based on the condition of the returned unit, it is likely that the shaft insulation damage was caused by the shaft being dragged excessively against the edge of the trocar during removal. Applied medical's instructions for use (IFU) states, "use caution when passing the device through the trocar port to avoid possible patient injury and/or device damage." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.